Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was lost by the patient. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available omnipod software app version: data not available operating system: data not available hardware: data not available cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had lost consciousness and, as a result, had lost their omnipod 5 controller/personal diabetes manager and all of their other diabetic medical equipment. They had been drinking alcohol (vodka) in a park on (B)(6) 2026 which led to the event. The patient was taken to the paediatric emergency room in (B)(6) hospital and was diagnosed with hypothermia, hypoglycaemia and an alcoholic coma. The patient received IV rehydration overnight and was stabilised. They were admitted around 3am and the patient was discharged at approximately 1pm (B)(6) 2026).